Manufacturer narrative:
The field service technician on site was unable to duplicate the issue. All values were within specification. The stellaris was operating normally. Only issue noticed was laser foot pedal cover was replaced due to broken hinge by customer handling. The surgeon that has complained about the no flow has had same issues on multiple machines and on all machines, no issues were to be found. The device history was reviewed and found to meet manufacturing specification. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The user facility in (B)(6) reported 11 cases with no problem then on the 12th case the anterior chamber was collapsing during the surgery. The hand piece tubing was changed and everything seemed ok outside but inside the eye it was not working properly. It was not possible to maintain the anterier chamber. The rest of the list was cancelled. An anterior vitrectomy was performed at the time due to a posterior capsule rupture. The patient was referred to a vitreoretinal surgeon as the posterior ruptured during segment removal and half of the nucleus dropped into the vitreous.